Manufacturer narrative:
On 23-oct-2020, mentor received additional information about the event: the patient dob was initially reported to be 21-jan-1980. Additional information received states that patient dob is (B)(6) 1988. Explantation date was initially reported to be (B)(6) 2020. Additional information received states that the explantation date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-dec-2020, mentor received additional information about the event. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. (B)(4).

Event description:
It was reported that an african american female patient underwent a primary breast augmentation procedure with mentor smooth round spectrum 425cc saline breast prostheses that both deflated after implantation. Bilateral deflation was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.